Event description:
It was reported that the patient was having a dye study to check the catheter. It was unknown if the patient was having any catheter or pump problems. The patient had been in the hospital for back pain for the past few weeks. The patient may also have a computerized tomography (CT) scan. This device system delivered dilaudid. Additional information was requested to clarify event details if this pertains to the implanted system, resolution, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).